Event description:
This lead was implanted on (B)(6) 1994 and was capped on (B)(6) 22012 due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).